Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the hipot and current tests. The last patient to use this e-belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the hipot and current tests. Investigation revealed a short in the dn to front te cable. The violet (agnd) and brown (lead 1+) wires were shorted. The cause for the shorted wires was unable to be positively determined. No adverse event resulted from the defective belt. The last patient to use this e-belt did not report any deficiencies.